Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3387s-40, lot# v947057, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v966673, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that no troubleshooting, intervention, or other actions were taken. The patient was receiving effective therapy with the intact lead.

Event description:
It was reported that the extension was replaced. No symptoms were reported and the patient status at the time of the report was alive with no injury. The cause of the replacement and patient outcome remains unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.